Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue): display sometimes goes blank as when moving through menus. Pump maintains beep/vibe and when pressing the button again the pump comes up to the home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings:.unable to duplicate user complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.